Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply connection was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system intermittently would reboot and had poor image quality. No pt injury was reported.